Event description:
Healthcare professional reported right side deflation. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion and one curved opening. A microscopic analysis and leak test were performed which identify one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the valve bond edge assessed as unidentified (tear) opening. Further information from the reporter .regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation